Event description:
The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): testing revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory data revealed the device lead impedance measured open on (B)(6) 2010 which is the same as the explant date of (B)(6) 2010. Analysis of the memory data indicated that the wire bond lifts occurred after explant.